Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 failed, and an error message stated that it was not detected on the bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was not detected on bus. A field service engineer inspected the back of the main unit and powered off the pyxis. Opened drawer 5, reseated all cables, and inspected the retractor band. Reassembled the drawer and powered the pyxis back on. Logged into the hardware test application and ran a full drawer test on 5.1, saving passing results to the d: drive. Checked all cubies for trash and medications. Rebooted the pyxis; customer recovered the failure, and inventoried medications. The system functioned as intended after the field service engineer repaired the device.